Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. Visual inspection confirmed the lead had been severed into three segments. Electrically, each segment was confirmed to be continuous. Laboratory analysis was unable to confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was subsequently explanted and returned for testing. The product issue will be updated when evaluation is complete.

Manufacturer narrative:
Additional information has been received that this lead was checked and no out of range impedances could be measured. No shocks were delivered and no shock testing was performed. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed low out of range shock impedance measurements. The boston scientific field representative was going to trouble shoot the issue but there has been no follow up reported. There were no adverse patient effects reported as a result of this issue.

Event description:
--

Manufacturer narrative:
Additional information has been requested. This report will be updated when additional information is received.